Event description:
I had the essure put in, in (B)(6)2013. I have had terrible pains, irregular bleeding, headaches, had the hsg test done and the left coil has turn and went into my ovary. I am having a hysterectomy on (B)(6) 2014 to remove everything.